Event description:
It was reported that during the implant procedure, the lead was repositioned many times and unfortunately after a while the screw could not be deployed. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).